Event description:
It was reported that (3) devices were used during an unknown procedure. It was reported that the clips would not close. Another device was opened to complete the case. There was no consequence to patient.